Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4)

Event description:
Revision because the patient's leg length was too long on her left operative side and she had restrictive movement and experienced groin pain also.

Manufacturer narrative:
A complaints database search did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).